Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable gluc3 glucose hk gen.3 and ca2 calcium gen.2 results for multiple patients tested on a cobas 4000 c (311) stand alone system. From the data provided, 2 patients had reportable malfunctions for ca2 and 4 patients had reportable malfunctions for gluc3. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The gluc3 reagent lot was 35720801 with an expiration date of 31-oct-2019. The ca2 reagent lot was 36294201 with an expiration date of 31-dec-2019. The investigation is currently ongoing.

Manufacturer narrative:
The calibration and qc data for both assays are acceptable. A general reagent issue was excluded. When the service engineer checked the wash station, it was determined that one of the sample probes was clogged. The probe was cleaned and was in optimal condition. The event has not recurred. The reaction monitors suggest mispipetting events, which are consistent with a clogged sample probe.